Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with an unknown mentor saline prosthesis. The prosthesis was ultimately filled to 575ccs. Right sided deflation was observed post procedure. As a result, the device was replaced with a 650cc mentor memorygel breast implant. The patient fully recovered with no residual effects.

Manufacturer narrative:
The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent less than 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 11/15/2018, it was noticed that the date of event was incorrect in the initial mwr report submitted on (B)(6) 2018. . The date of event has been updated to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).